Event description:
The device was returned to the service center for a report from the customer contact that the device had a "malfunction message." However, during verification testing at the service center, an e360 (screw rotation error) error code was noted.

Manufacturer narrative:
The device passed testing. An e360 (screw rotation error) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.